Event description:
Patient reported, he received a burn on the arm just above the elbow.

Manufacturer narrative:
Conclusion: patient unit tested normally and as expected. Patient power supply performed normally. Electrode alarms for each channel functioned normally.